Manufacturer narrative:
E1: an f5 (phone): (B)(6). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When the physician introduced the pusher, the vertical black sheath could not be fully retracted and became stuck. Patient/event info - notes: 1. What was the size of the wire guide used in the preparation stages? 0.025 cm, 450 cm. 2. Please describe the storage conditions of the device prior to use, especially those pertaining to temperature and light exposure. Stored in a hospital, room temperature around 23 degrees celsius. 3. Was the wire guide lubricated prior to use? Yes. 4. Was the wire guide inspected for damage prior to use? Yes, it was inspected and found to be intact. 5. Was the device at the center of the complaint inspected for damage prior to use? The bracket was checked and found to be faulty only at the end. 6. Were any other defects observed on the device prior to return (other than the reported complaint issue)? No. 7. What is the endoscope manufacturer, the model number, and the working channel size used in the procedure? Olympus tjf-290. 8. Is the customer referring to the flap protector that is loaded onto the stent as a reference to "vertical black sheath"? Yes.